Event description:
Customer reported his insulin pump's screen was stained and scratched. The customer stated the backlight was also weak, making it hard for him to read. He also reported that the battery cap was worn and act buttons was not working properly. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.